Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (non-functional) was confirmed. As received, the battery pack would not power a test monitor or charge. Upon evaluation, the battery cells were mis-matched at 3.855v, 4.019v, and -2.716v. The cause of the non-functional battery pack is the mis-matched cells. The root cause of the mis-matched cells cannot be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor returned a battery pack indicating that it was non-functional.